Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has depleted from seven years down to four years battery remaining as per recent checked in a span of twenty days. In addition, the left ventricular (lv) threshold output could not be measured for the past month and fluctuated considerably over the past year. A request was made to have data from this device analyzed. The boston scientific technical services (ts) consultant discussed that the lv threshold measurement was unsuccessful due to fusion which caused the device to enter suspension mode resulting to an increased average power consumption leading to a shortened estimated battery longevity. The ts consultant noted that the lv auto threshold test alerts were not configured and no alerts were generated because the most recent measurement was successful, the output has returned to its prior level. As of this time, this crt-d remains in service. No adverse patient effects were reported.